Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was observed. While prepping the 2.75x12 mm taxus express2 durg eluting stent, a strut was seen lifted on the distal segment of the stent. The procedure was completed with another taxus express2 drug eluting stent. No patient complications were reported. Patient status reported as"ok".